Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging error 4. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the alleged issue (error 4) was confirmed when testing with control solution during investigation. The meter associated with this complaint has also been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filed.

Manufacturer narrative:
Follow-up #1 (06/26/2013)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on 6/20/2013 and 5/2/2013, respectively, with the following findings: the meter error was not reproduced; however, the meter failed testing. The test strips were also tested and failed testing as an "error 4" message was observed when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.